Event description:
It was reported that the right ventricular lead exhibited low impedance and unacceptable threshold. An insulation anomaly was also noted on the lead. The lead was capped and replaced. The patient was in good condition after the procedure.